Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: six samples of devices were received for evaluation. An inflation/deflation test was performed and it was observed the cuff held the air. The sample was left inflated 2 hours and no leaks were observed. A visual inspection was performed and it was observed all the components are assembled properly at the tube and no damage was observed on the cuff. No failure mode was observed in the received sample since it met the product specifications and no corrective actions are required. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuffed was popped after intubation. The patient had a replacement of the tube.